Event description:
Initial psa 0.906 ng/ml and ca 125 0.856 u/ml results recovered low. Repeated with higher results, psa 7.21 ng/ml, ca 125 134.2 u/ml. Incorrect results were not used for pt treatment. Field service rep. Could not duplicate the problem.